Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data by boston scientific technical services confirmed the presence of the bd code, device replacement was recommended. The s-ICD remains in service, no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data by boston scientific technical services confirmed the presence of the bd code, device replacement was recommended. The s-ICD remains in service, no adverse patient effects were reported. Additional information was provided from the field indicating surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.